Event description:
Ufmw rec'd reporting breakage/leakage issues with use of (B)(4) microclave clear connectors. Facilities clinical engineering and nursing staff record at least three incidents where connectors were damaged resulting in leakages. There were no reported adverse pt consequences. The ufmw also details the facilities internal bench testing stating "if the end of the port is swapped with isopropyl alcohol and immediately mated tightly with a luer lock stopcock, radial cracks will develop... Without exposure to alcohol, the devices did not exhibit cracking.. If the alcohol is allowed to dry completely before making connection, cracking will not happen... Testing with other IV components shows a similar behavior.. Environmental stress cracking is common with plastics exposed to disinfecting solutions". Mfrs analysis of the one (1) returned (B)(4) connector confirmed various stress cracks, damages. Based on the findings and follow-ups with facilities engineering team ICU medical quality and design engineers initiated a detailed investigation and engineering study to address the issues in greater detail. As a part of the investigation, heightened chemical testing including extreme alcohol and lipid exposure (in terms of time and volume), were conducted. These heightened chemical tests produced mixed results. Although not always repeatable engineering was able to produce results similar to the cracking and breaking events that were reported at (B)(6). Although the current manufactured product met performance spec for chemical exposure including alcohol and lipids, ICU medicals continuous improvement initiatives identified (B)(4). Current build reflects this improvement.

Manufacturer narrative:
Lot record review: a review of the mfg lot database for lot #2144535 (mfg date 01/2011) shows (B)(4) units were mfg tested inspected and released. ICU medical product support team met with facility staff to review and discuss these product experiences. Add'l discussions on hospitals IV and device usage protocols were also reviewed. Facility was provided with first lots built with the improved (B)(4). As of the date of this report there have been no further incidents reported.